Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroadenoma of breast, fatigue, malaise, menses irregular, uterine bleeding, breast pain, pain menstrual, heavy periods, vitamin d deficiency, malignant neoplasm of cervix uteri, dyspareunia, perineal pain, breast tenderness and breast lump. Concomitant products included betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), cyanocobalamin, ibuprofen and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("pelvic pain/pain`"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping, lower right side"). The patient was treated with surgery (essure device removed). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: 3 coils visible indication excellent placement. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful tubal closure. Ultrasound pelvis - on (B)(6) 2016: 1. The left ovary could be visualized by the transabdominal or transvaginal scanning. 2. A 17 mm simple-appearing right ovarian cyst is present, 3, otherwise unremarkable ultrasound of the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal cramping, pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroadenoma of breast, fatigue, malaise, menses irregular, uterine bleeding, breast pain, pain menstrual, heavy periods, vitamin d deficiency, malignant neoplasm of cervix uteri, dyspareunia, perineal pain, breast tenderness and breast lump. Concomitant products included betacarotene; bioflavonoids nos; biotin; calcium ascorbate; calcium pantothenate; calcium phosphate; choline bitartrate; chromic chloride; cholecalciferol; copper sulfate; cyanocobalamin; folic acid; hesperidin;I inositol; iron amino acid chelate; lycopene; lysine hydrochloride; magnesium oxide; manganese sulfate; molybdenum trioxide; nicotinamide; phytomenadione; potassium iodide; potassium sulfate; pyridoxine hydrochloride; retinol acetate; riboflavin; selenomethionine; silicon dioxide, colloidal; sodium borate decahydrate; thiamine mononitrate; tocopheryl acid succinate; ubidecarenone; zinc oxide (multivitamin & mineral), cyanocobalamin, ibuprofen and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("pelvic pain/pain`"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping, lower right side"). The patient was treated with surgery (essure device removed). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: 3 coils visible indication excellent placement. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: successful tubal closure. Ultrasound pelvis on (B)(6) 2016: the left ovary could be visualized by the transabdominal or transvaginal scanning. A 17 mm simple-appearing right ovarian cyst is present, otherwise unremarkable ultrasound of the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal cramping, pelvic pain and abdominal pain. Most recent follow-up information incorporated above includes: on 5-jul-2020: pfs received. Case became serious incident. Essure removal was done for event genital hemorrhage. Essure stop date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.